Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). A field service engineer (fse) replaced both measuring cells and passed a blank cell check. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit. The initial result was 293 ng/l, and the repeat result was 23.2 ng/l. The repeated result was deemed to be correct. The sample was also repeated on another e 801 analyzer with a result of 24.2 ng/l. The questionable results were repeated because the provider called the lab regarding the results.